Event description:
It was reported the rigid video scope had an error (fog-free function) message, e104. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the r-unit, component failure the universal cable, failure of the r unit, cable tear and cable internal corrosion. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the r-unit and the universal cable. Olympus will continue to monitor field performance for this device.

Event description:
There was no additional information received from customer.